Event description:
Boston scientific received information that this right ventricular lead and pacemaker displayed high threshold measurements and loss of capture. The lead remains implanted and the device was explanted for normal battery depletion. No adverse patient effects were reported.

Manufacturer narrative:
The lead remains implanted with a new device. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.